Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. Unit received with cracked case at display window corners, case at reservoir tube window corners, belt clip slot and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 256 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.